Event description:
I have bilateral hearing loss for the past 10 years. I have worn the same resound pixel behind the ear (bte) aids for the past 7 years and 2 weeks ago was just upgraded to new hearing aids resound verso btes with more amplification. The first day I wore the aids approx 8-9 hours and experienced tinnitus in the middle of the night when not wearing them. Everyday or other day, I continued to experience middle of the night tinnitus. Then after about 10 days after I began wearing them I experienced dizziness, or vertigo while at work. The following day I went back to the audiologist and they lowered the volume and tone settings and recommended I wear them just a few hours a day. The following day, I had mild vertigo, stopped wearing them for 2 days and then suddenly awoke in the middle of the night with on and off vertigo and much more tinnitus. The next day, I worsened with vomiting and imbalance, stayed in bed all day and my dr had me see the ent specialist the following morning. My audiology eval was unchanged, he felt it was bilateral and we'd have to see what would happen. I have not worn the hearing aids since and am gradually improving but was unable to drive to work today.